Event description:
It was reported that the physician suspected a dislodgment in this right atrial (ra) lead. A chest x-ray was performed and it showed the lead had dislodged. The ra lead was successfully repositioned and values were appropriate. This ra lead remains in service. No adverse patient effects were reported.